Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states their device was not working. The customer states they have not had their pump on all day and have had issues power it on. The customer's blood glucose level at the time of incident was 444mg/dl. The customer states they were not able to rewind the device. Troubleshoot was conducted and the customer was assisted with a successful rewind. The customer's levels had dropped to 332mg/dl.